Manufacturer narrative:
The device has not been received for evaluation yet. In addition to returning the device, the customer was asked to provide additional information about the event. Device hasn't been returned yet.

Event description:
The customer reported that during a rescue the AED gave a voice prompt stating it was charging, but a shock wasn't delivered. A message on the AED's screen prompted the user to "remove battery completely". The AED's voice prompts also seemed to be fading. A different AED was used to continue the rescue. The patient survived.

Manufacturer narrative:
(B)(4). Evaluation: clinical and technical reviews of the rescue data download from the AED found the device correctly determined the patient had a shockable rhythm and started charging. The rescue ended before the AED finished charging and the shock button started to flash. A shock can't be delivered by pressing the shock button before it starts flashing. Multiple tests and inspections were performed which included simulated rescues. The AED was able to detect placement of pads and shocks were successfully delivered after the user was prompted to press the shock button and the shock button was flashing. The customer had reported a "remove battery completely" message during the rescue and examination of the battery harness and battery contacts found no problems with the hardware. There weren't any problems with the pin contacts that sense if a battery is properly installed or with the connector on the main pcba. The AED's battery well and the battery's clip were in good condition and the clip held the battery properly in the AED. Under normal operating conditions there weren't any hardware or software problems and the reported problem wasn't duplicated. During the testing the AED's voice prompts were clear and understandable and didn't fade. In an attempt to recreate the reported problem, a simulated rescue was performed where the battery was partially removed while the AED was charging. This resulted in a "remove battery completely" message on the display and the end of the rescue. The root cause of the reported problem is unknown. No problems with the customer's AED or battery were found.

Event description:
Since the initial report additional information about the incident was provided by a firefighter on the scene of the rescue. The sudden cardiac arrest was witnessed by family members and the patient was down for approximately 9 to 10 minutes before an AED was attached. The initial rescuers were emts and upon arrival on the scene they attached their AED. The AED analyzed the patient's rhythm and advised a shock. After verifying the crew was clear of the patient, the shock button was pressed, but a shock wasn't delivered. Bls / als paramedics arrived on the scene. Pad placement was re-inspected and another unsuccessful attempt was made to deliver a shock. A different AED was available and was used on the patient. The patient was pronounced deceased after als measures.